Event description:
It was reported that the explanted devices were discarded.

Event description:
Operative notes from (B)(6) 2012 report that during the operative procedure, the generator was replaced and attached to the existing lead. The system was tested but high impedance still resulted upon multiple attempts. The generator was removed, and the lead was cut at the entrance of the neck.

Event description:
It was initially reported that the patient had high impedance (10,000 ohms) during a generator replacement surgery when connected to a new generator on system diagnostic. The pin was removed and reinserted a few times but high impedance was still observed. The lead was removed below the electrodes and the generator was not replaced. The surgeon was considering implanting the new lead on the right side but needed to discuss the options with the patient's family, no surgery have occurred to date. (B)(4) attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Brand name, corrected data: the initial report inadvertently reported the incorrect suspect device. Type of device name, corrected data: the initial report inadvertently reported the incorrect suspect device. Device manufacture date, corrected data: the initial report inadvertently reported the incorrect data.

Event description:
The family does not wish to pursue replacement. No surgery has occurred to date.

Manufacturer narrative:
Evaluation codes, corrected data: the initial report inadvertently reported the incorrect conclusion code. Device failure is suspected, but did not cause or contribute to a death or serious injury.